Manufacturer narrative:
Multiple follow ups were made to gather additional information , however, were unsuccessful as no respond received . The device was returned to olympus for evaluation and the image issue was confirmed. Device evaluation confirmed irregularities with the device. No image due to faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
It was reported the subject device had image problem. No patient impact, no harm was reported due to the event.